Event description:
The physician advanced a wilson-cook gi aspiration needle through a side-viewing endoscope to drain a pancreatic cyst. When the needle was removed from the cyst, the needle detached from the catheter and fell into the accessory channel of the endoscope. The pt was reported to be in stable condition.